Manufacturer narrative:
Unit received with operating currents within spec. Unit passed selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. "The power management tool confirmed pump error 25 alarms were triggered when backup battery loaded voltage (loaded vlith) was less that 3.5v for 4 consecutive hours due to resistance issue at j6 connector." Unit also alarmed power loss due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. Unit received with minor scratched display window and case.

Event description:
The customer reported via phone call that the power error alarm recurred and failed battery and replace battery alarms occurred. The customer's blood glucose was 98 mg/dl at the time of incident. The insulin pump was returned for analysis.